Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead underwent a device replacement procedure because the device was not able to be interrogated. This lead remained in use with the new device. When the explanted device was received in the post market quality assurance laboratory, an arc mark was observed on the device case. Historically, an arc mark present on the titanium case of a device is most often due to energy from the chronic rv lead arcing to the can. As such, this rv lead is considered compromised. No adverse patient effects were reported. Additional information was reported that final analysis of the device confirmed it sustained damage as a result a shorted lead condition from this rv lead during the delivery of a shock. This information was provided to the field representative to communicate with the physician. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead remained in service with the new device as the physician considered options for monitoring the system or replacing the lead. The field representative later reported that the physician intended to revise the lead. Prior to the lead revision procedure, the device was interrogated and error codes were observed, indicating a short circuit and charge time out had occurred again. This rv lead and the new device were both explanted and replaced. The device case exhibited an arc mark similar to that found on the first device, and insulation damage was observed on the lead. No additional adverse patient effects were reported. The explanted products are expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted minimal explant damage including stretched shocking coils and a separation of the medical adhesive from the gore covering. Blood was noted in the lead lumen and in the helix housing, and tissue was entwined on the helix. The lead passed electrical testing, indicating the lead was electrically continuous and that no fractures were present. Insulation abrasion was noted that went through to the rs+ conductor coil at 77-86 mm from the terminal pin. The morphology of the insulation breach is consistent with lead-on-can contact. Melted metal was noted on the surface of the conductor coil underneath the abrasion site. Additional abraded insulation was noted in several locations that were consistent with lead-on-lead contact. An x-ray confirmed the conductor coils were not fractured. Laboratory analysis of the explanted implantable cardioverter defibrillator (ICD) confirmed an arc mark on the device case. Laboratory testing concluded that the insulation abrasion allowed the rs+ conductor to arc to the device case.